Event description:
Report received from (B)(6) stating that they could not insert the cutter into the device, and that the device was heating up. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided. The date of the event is unknown.

Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and it was observed to have a damaged gear box/drive shaft. This condition was likely caused by excessive torque between the drive shaft and gear box due to the application of excessive force during use. This condition is indicative of misuse of the equipment. If additional information is received, a supplemental report will be sent. (B)(4).